Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) had gone into a por related reset. The device was successfully restored back to normal function. The patient was stable.